Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps had particulate matter on the cap when opening the units from the pouch. This was discovered prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: three (3) actual samples were received for evaluation. A visual inspection was performed and iodine stains were observed on the outside of the minicaps at the finger grips and one minicap had iodine staining on the side. Iodine is dispensed into the minicaps during the manufacturing process and appears to have stained the outside of the cap on this occasion. The reported condition of particulate matter inside of the pouch was not verified. The presence of iodine mitigates contamination risk through patient handling during set up and between therapies. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.